Event description:
It was reported during the implant procedure that the device check revealed low rv impedance (<1000 ohms) and noise. Lead was inspected and blood ingress at the site of suture near anchoring sleeve was noted. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection showed that the outer insulation had been breached.